Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the glidescope core smart cable used during the reported event was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image issue. Visual inspection found the hdmi connector damaged and one (1) bent pin. When connected to known, good, test verathon equipment, no image was produced. Upon completion of verathon's device evaluation, the customer's smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for ongoing trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the connection between the smart cable and video laryngoscope felt loose, and as a result, the image cut off. The customer reported that when they disconnected the video laryngoscope from the smart cable, they noticed the pins inside the smart cable's hdmi connector were damaged. No delay in the procedure, use of a backup device, or harm to the patient was reported.